Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female. No alcohol. No smoking. No recreational drug use. The only concomitant product mentioned was nor-qd (norethisterone). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5550 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: findings: on the right the proximal end of the inner coil is positioned at the cornua. On the left the outer coil is positioned 15 mm from contrast in the cornua. Both are satisfactorily positioned. Both tubes are occluded. No intraperitoneal spill impression: 1. Satisfactory essure implant placement. Both tubes are occluded. 2. No endometrial filling defects or synechia [pathology test] on (B)(6) 2023: surgical pathology and cytology bilateral fallopian tubes resection- bilateral fallopian tubes clinical data- result: sterilization, removal of implanted device, pelvic pain a. Bilateral fallopian tubes, bilateral benign complete fallopian tube cross-sections identified specimen contains bilateral fallopian tubes with essure as the specimen site, and consists of two tan-pink, torturous portions of fimbriated fallopian tubes. The smaller segment measures 5.5 cm in length, 0.8 cm in diameter attached to the tube is an intact, tan-pink paratubal cyst measuring 0.5 cm filled with clear fluid. Sectioning reveals a silver, metallic, foreign body, resembling an essure device measuring 5.4 cm in length, less than 0.1 cm in diameter. The larger segment measures 7.8 cm in length, 0.7 cm in diameter. Sectioning reveals a silver, metallic, foreign body, resembling an essure device measuring 14.1 cm in length, less than 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female. No alcohol. No smoking. No recreational drug use. The only concomitant product mentioned was nor-qd (norethisterone). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5550 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: findings: on the right the proximal end of the inner coil is positioned at the cornua. On the left the outer coil is positioned 15 mm from contrast in the cornua. Both are satisfactorily positioned. Both tubes are occluded. No intraperitoneal spill impression: 1. Satisfactory essure implant placement. Both tubes are occluded. 2. No endometrial filling defects or synechia [pathology test] on (B)(6) 2023: surgical pathology and cytology bilateral fallopian tubes resection- bilateral fallopian tubes clinical data- result: sterilization, removal of implanted device, pelvic pain a. Bilateral fallopian tubes, bilateral benign complete fallopian tube cross-sections identified specimen contains bilateral fallopian tubes with essure as the specimen site, and consists of two tan-pink, torturous portions of fimbriated fallopian tubes. The smaller segment measures 5.5 cm in length, 0.8 cm in diameter attached to the tube is an intact, tan-pink paratubal cyst measuring 0.5 cm filled with clear fluid. Sectioning reveals a silver, metallic, foreign body, resembling an essure device measuring 5.4 cm in length, less than 0.1 cm in diameter. The larger segment measures 7.8 cm in length, 0.7 cm in diameter. Sectioning reveals a silver, metallic, foreign body, resembling an essure device measuring 14.1 cm in length, less than 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.